Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the device would not re-open once it was closed, how was the device removed from the tissue? Was the device cut off of the tissue? Were the device jaws eventually able to be opened? How was the procedure completed? Was there any change in the post-operative care of the patient due to the event? If yes, please describe.

Event description:
It was reported that during a low anterior resection procedure that once the stapler was closed on the stomach it would not re-open. Unsure as to how the device was removed. Unsure as to how the procedure was completed. There were no adverse consequences for the patient.